Manufacturer narrative:
This report was discovered to be a duplicate of pr 8903550 submitted as MDR number 1218950-2019-00635. Device investigation is completed; please see updated codes in this report.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's therapy capacitor will pass the shift check and show a visual indication that the system is functioning and ready for use, however when the out puts are checked using calibrated test equipment it is showing values with the lower tolerance value or just within the lower tolerance value then drifting out within a couple of shocks. There was no patient involvement.